Event description:
The customer reported being hospitalized for diabetes ketoacidosis. Troubleshooting was performed. Time and date on the insulin pump were correct. The customer stated that she changes the infusion set every three days. The programming on the device was correct. The customer reported having a low reservoir alarm. Performed a high pressure test and the insulin pump passed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.